Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was over 500 mg/dl. Customer¿s blood glucose came down to 250 mg/dl, 251 mg/dl after taking 30 units of insulin shots. The customer did not experience the symptoms due to high blood glucose. Customer stated high blood glucose was treated with manual injection and insulin pen. Troubleshooting was done for high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not used at the time of event. The insulin pump will not be returned for analysis.